Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 06, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a posterior lumbar fusion at l4-l5 was performed on (B)(6) 2015. During final tightening, the threads of the tip of the straight tip t25 driver-long stripped. The surgeon was able to complete the surgery successfully using the device. The screws were fine and implanted. No fragments were generated. No patient harm or surgical delay noted. Device will be returned for evaluation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instruments were examined and the holding sleeve tip was found to be broken while the driver tip was found to be stripped. The returned driver was examined and the complaint condition was able to be confirmed as the tip was found to be stripped. A definitive root cause was unable to be determined as the method of use which led to this device failure was not provided; however, the failure mode is consistent with incorrect technique/application of excessive force. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: upon visual inspection of the returned devices, it was determined that the threaded tip of the matrix holding sleeve had actually broken. The complaint has been updated to include the newly reportable device. This report is 2 of 2 for (B)(4).